Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The procedure treated the 75% stenosed target lesion located in the severely calcified and moderately tortuous mid left anterior descending artery. A 2.75x15mm nc quantum apex balloon was advanced for treatment but the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the nc quantum apex catheter was received inside a carrier tube (hoop) within a nc quantum apex shelf box that matched the information on the device. There was dried blood in the guidewire lumen. Magnified inspection revealed a longitudinal tear leading into a partial circumferential tear in the balloon wall on the proximal end of the balloon. The balloon presented no irregularities in the balloon material that could have contributed to the damage. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The procedure treated the 75% stenosed target lesion located in the severely calcified and moderately tortuous mid left anterior descending artery. A 2.75x15mm nc quantum apex balloon was advanced for treatment but the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient status is good.